Event description:
During routine testing of the device at the service center, the project specialist reported that the arterial blood parameter module thermistor was broken. Since the event occurred during routing testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.